Event description:
On 08/26/2025, the user's caregiver reported that the user dropped their ilet device during gym class. Following the drop, the screen displayed only white, although the device still produced sounds. The screen was not usable, and the app was unable to connect. A replacement was arranged. Blood glucose was unaffected. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.